Event description:
It was reported that the customer's mother entered blood glucose (bg) value into the carbohydrate field instead of the blood glucose (bg) field by mistake resulting in delivering the incorrect amount for a bolus. Customer's bg value subsequently lowered to 52 mg/dl and customer was taken to the emergency room (ER). Customer consumed carbohydrates to attempt to address bg and was treated with intravenous fluids of insulin and saline in the ER. Reportedly, the customer was released the following day with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended, and no issues were identified with the cartridge, insulin, or infusion set.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.